Event description:
It was reported that the basket wire separated after two passes on each side in a looped leg graft. A snare was employed to remove the device. This case was the first time that the physician had used the percutaneous thrombolytic device. There were no pt complications.

Manufacturer narrative:
MFR control no. Dc980469. The sample has been returned to arrow. Evaluation of the sample determined that the basket had separated at the basket sleeve. It is most likely that the separation was due to fatigue failure. User technique can contribute to this occurrence.